Manufacturer narrative:
Corrected the catalog number and lot number in section d.

Event description:
It is alleged that where the metal coil inside the hose transitions into the drape connector is very sharp. It allegedly caused a small cut to the thumb when being worked on by a technician. No medical treatment was reported in regard to this event.

Manufacturer narrative:
Analysis of data provided by user.

Event description:
It is alleged that where the metal coil inside the hose transitions into the drape connector is very sharp. It allegedly caused a small cut to the thumb when being worked on by a technician. No medical treatment was reported in regard to this event.